Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of insulin. Tandem technical support educated the customer this was off-label. The customer¿s blood glucose level was 378 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.